Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Healthcare professional later reported "rupture". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Healthcare professional later reported "rupture". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.